Event description:
A malfunction code 12 was reported. It was unknown whether there was an adverse impact on the customer's blood glucose level, as the customer declined to answer specific impact questions. Technical support provided instructions to reset the pump, assisted in the process, and advised the customer to continue using the pump, with a reminder to report if the malfunction recurred. The customer acknowledged and understood the instructions.